Manufacturer narrative:
This report is for an unknown number of unknown locking screws/unknown lots. Devices were not implant/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported it was difficult to insert the variable angle locking compression plate (va-lcp) 2.4 screws. It was reportedly used in the distal radius. During insertion of the screws it seems that the tapping mechanism was not working properly. Fracture components migrate with the insertion of the screw through the screw-hole as the screw cannot find any grip in the bone. This report is for an unknown number of unknown locking screws. This is report 1 of 1 for (B)(4).